Event description:
The device was returned to the manufacturer following explant in 2009. The return paperwork indicated that the device was being returned for disposal, it did not suggest or question a malfunction. The date of death, cause of death and relationship to the device was not reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.